Event description:
A 66-yr-old male was admitted with history of coronary artery disease. He was admitted after pt presented with chest pain, syncope & cold sweat. Intra-aortic balloon catheter was placed on 10/13/95 & coronary artery bypass surgery performed on 10/14/95. When trying to remove iabp on 10/15/95, unable to do so. It was determined the balloon had ruptured & the pt was taken back to surgery on 10/15/95 for removal of balloon & clot.